Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("excessive cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), vaginal haemorrhage ("heavy vaginal bleeding") and migraine ("migraine headaches"). The patient was treated with surgery (procedure to remove the essure devices). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain lower, dysmenorrhoea, vaginal haemorrhage and migraine outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, migraine and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), abdominal pain lower ("excessive cramping"), pregnancy with contraceptive device ("pregnancy (no complications),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 689957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In april 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), pelvic adhesions ("pelvic adhesive disease"), prolapse ("pelvic adhesive disease with prolapse."), migraine ("migraine/ headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), headache ("migraines/headaches,"), depression ("psychological or psychiatric problems: depression") and eczema ("rashes or skin conditions: eczema"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy- laparoscopic enterolysis), and surgery (endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, pelvic adhesions, prolapse, migraine, abdominal distension, headache, depression and eczema outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, eczema, headache, menorrhagia, migraine, pelvic adhesions, pregnancy with contraceptive device, prolapse and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), gastrointestinal or digestive system condition: bloating, migraines/headaches, migration of essure, abdominal pain, pelvic pain, back pain, pregnancy (no complications), psychological or psychiatric problems: depression, rashes or skin conditions: eczema, other injury or complication: pelvic adhesive disease with prolapse. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), abdominal pain lower ("excessive cramping"), pregnancy with contraceptive device ("pregnancy (no complications),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 689957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraine/ headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), headache ("migraines/headaches") and depression ("psychological or psychiatric problems: depression"). On (B)(6) 2014, 3 years 8 months after insertion of essure, the patient experienced pelvic prolapse ("pelvic adhesive disease with prolapse."). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), pelvic adhesions ("pelvic adhesive disease") and eczema ("rashes or skin conditions: eczema"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy- laparoscopic enterolysis) and surgery (endometrial ablation in 2011). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, pelvic adhesions, pelvic prolapse, migraine, abdominal distension, headache and depression had not resolved and the abdominal pain lower, pregnancy with contraceptive device, back pain, dysmenorrhoea and eczema outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, eczema, headache, menorrhagia, migraine, pelvic adhesions, pelvic prolapse, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: event outcome of pelvic adhesive disease, pelvic adhesive disease with prolapse, abnormal bleeding (vaginal, menorrhagia), migration of essure, painful menstrual cycles/dysmenorrhea (cramping), migraine/ headaches, bloating and eczema was updated as not recovered/ not resolved. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure"), abdominal pain lower ("excessive cramping"), pregnancy with contraceptive device ("pregnancy (no complications),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") in a 40-year-old female patient who had essure (batch no. 689957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), pelvic adhesions ("pelvic adhesive disease"), pelvic prolapse ("pelvic adhesive disease with prolapse."), migraine ("migraine/ headaches"), abdominal distension ("gastrointestinal or digestive system condition: bloating"), headache ("migraines/headaches,"), depression ("psychological or psychiatric problems: depression") and eczema ("rashes or skin conditions: eczema"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (bilateral salpingectomy- laparoscopic enterolysis), surgery (bilateral salpingectomy- laparoscopic enterolysis) and surgery (endometrial ablation). Essure was removed on 3-feb-2014. At the time of the report, the device dislocation, abdominal pain lower, pregnancy with contraceptive device, menorrhagia, back pain, dysmenorrhoea, vaginal haemorrhage, pelvic adhesions, pelvic prolapse, migraine, abdominal distension, headache, depression and eczema outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, abdominal pain lower, back pain, depression, device dislocation, dysmenorrhoea, eczema, headache, menorrhagia, migraine, pelvic adhesions, pelvic prolapse, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: update of quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.